Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2026, the patient experienced bumps, infection and vomiting that extended beyond the patch perimeter. When patient got an infection, his blood sugar went high and he began to vomit. Dexcom sensor was reading high, and even though he gave himself insulin, it did not bring his values down. The patient was taken to the healthcare facility, and the physician prescribed an oral flucloxacillin antibiotic (unspecified dosage). At the time of the report, the patient was doing okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.